Event description:
Information indicates the administration set was leaking near yellow tab where the cloudy tubing is bonded to the clear tubing.

Manufacturer narrative:
Administration set not returned to manufacturer for evaluation. Complaint not confirmed.